Manufacturer narrative:
H3, h6: one titanium, a22 brace (item number conv titanium, serial number (B)(6) was returned for evaluation. Per the condition, functionality, and manufacturing form; the brace is built within specifications. There is no indication that a malfunction of the brace contributed to the adverse event. No issues were found.

Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
The patient reported that "I was loading small tree branches into the back of a pickup truck. I walked to the side of the truck with a branch in both hands. I lifted the branch over my head and put it in the bed of the truck. I stepped backwards to my right on my right foot. My knee twisted and I fell and felt it pop, resulting in a torn acl (anterior cruciate ligament)." No further information (current patient condition, medical intervention performed, etc.) Is currently available.